Event description:
It was reported that the lead exhibited poor thresholds and was not capturing at maximum output. The implantable cardioverter defibrillator was programmed rv only and the lead was scheduled to be repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.